Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was removed. Functional testing involved delivery accuracy testing and found the pump's average delivery error to be within the in-house specification of +/- 3%. Based on the investigation, the complaint allegation was not confirmed.

Manufacturer narrative:
Date of the reported event is unknown.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed accuracy with -13.20 percent. This was discovered while testing. There was no patient involved.